Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument had a broken cable. Staff notified the surgeon and the instrument was then removed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had no issues related to opening and closing of the jaws, up/down (pitch) motion, or left/right (yaw) motion. Broken cables were exposed, but the quantity was not specified. No fragments fell inside the patient. The instrument was inspected prior to use, and no damage or abnormalities were observed. There was no collision with other instruments during the procedure. The instrument has already been returned, and no photographic images or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.